Event description:
It was reported the patient went to the emergency room with redness and edema at his scs ipg site. On (B)(6) 2014 the patient's physician explanted the patient's scs system due to infection at the ipg site. Cultures were taken, but the results are unk.

Manufacturer narrative:
Eval method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.